Event description:
During bilateral hernia procedure spacemaker balloon was inserted to create space inside peritoneum. Balloon failed to inflate, device was removed and new device used.what was the original intended procedure?laparoscopic bilateral inguinal hernia repair.device #1is this a laboratory device or laboratory test?no.